Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause for the reported patient complications (i.e., death, stroke, myocardial infarction, and bleeding) could not be determined as no case-specific detail was provided. The reported patient effects of death, death, cerebrovascular accident, hemorrhage, and myocardial infarction, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title "sex-specific disparities in outcomes of transcatheter edge-to-edge repair for mitral regurgitation: a multicenter ¿real-world¿ analysis"na.

Event description:
This research article was a prospective study designed to evaluate whether patient sex impacts procedural safety and efficacy, and in-hospital- and long-term outcomes, after transcatheter edge-to-edge repair (teer) for mitral regurgitation (mr). Complications identified in the study included: death, stroke, myocardial infarction, bleeding complications. In conclusion, teer procedures are equally safe and effective in both sexes. While in-hospital mortality did not differ, female patients experienced a significantly better adjusted long-term survival compared with male patients. It was also shown that atrial fibrillation, the most common comorbid condition, offsets the prognostic advantage of females over males and, in contrast to males, significantly impairs long-term survival in women undergoing teer. Details are listed in the attached article titled, "sex-specific disparities in outcomes of transcatheter edge-to-edge repair for mitral regurgitation: a multicenter ¿real-world¿ analysis".